Event description:
It was reported that a patient underwent a tapp procedure on (B)(6) 2025 and barbed suture was used. During the surgery it was noticed that after the peritoneum was sutured, half of the suture came loose again. A second suture was used to close the remainder. The rest of the suture was removed because it did not hold. This remaining thread will be returned. Overall the thread appeared smoother than usual, no hooks visible. No patient harm or surgical delay have been reported. Hcp is afraid that the problem could happen in the gyn surgery when the vagina is sewn up during tlh. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(6). Date sent to the FDA: 7/30/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.